Event description:
On (B)(6) 2021, information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins had a premature end of service (eos). No contributing factors were known. During the ins replacement, the rep was unable to read the ins. High impedances were noted in the 0-7 lead port. The case was not scheduled for lead revision and the hcp only replaced the battery at this time. The issue was resolved. On (B)(6) 2022, additional information was received from a manufacturer representative (rep) reporting that they had worked with a patient on reprogramming but today in a follow-up with the physician it was decided to replace the leads as the patient reported that they did not get any pain coverage. There were no known factors that contributed to the issue. The rep worked to reprogram the patient after the generator was replaced. The patient met with their doctor and discussed replacing the leads since they were not getting coverage. Surgical intervention is scheduled for (B)(6) 2022. See related regulatory report # 3004209178-2021-17591.

Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-may-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 23-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported, that the patient's perc leads were replaced with a surgical lead. One of the perc leads was not working. It was showing high impedance. It's hard to tell if the patient's coverage issue was resolved, since the patient was still in a lot of pain post-op. The rep programmed the patient. And will meet her post-op.

Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: implantable neurostimulator, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.